Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device did not recognize the pca dose cord, had a cracked downstream occlusion seal and scratched lens. The event occurred during testing.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was received for evaluation. Visual inspection found a cracked dso seal, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the rdc lemo connector, dso seal and the lens were the root causes and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.